Event description:
The customer reported to the physio-control service representative that their device was used in the AED mode with an unconscious patient with periods of pulses. The user reported that the time between the "motion alert" and the "shock advised" message (5 to 7 seconds) was shorter than advised in the operation manual (10 seconds). The device user decided to disarm the defibrillator charge after each "shock advised" decision as he was unsure about the device's defibrillation performance. The electronic patient event record indicates that the device was used for just over 10 minutes and a total of 19 ECG analyses resulted in a "shock advised" decision. The first 18 defibrillator shocks were disarmed. A 200 joule shock was administered following the 19th ECG analysis. A backup defibrillator/monitor was used after approximately 10 minutes to treat the patient. A total of 15 additional defibrillator shocks were administered over period of approximately 72 minutes. The patient is currently in intensive care with cerebral ischemia.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. No discrepancies during the evaluation were observed. There was no failure of the device. A clinical review of the reported event was performed. The clinical review concluded that the following use error may have contributed to the patient's outcome: the user indicated they thought the device malfunctioned when motion did not delay analysis a full 10 seconds, so they dumped the defibrillation charge. The labeling states that motion can delay analysis up to 10 seconds. In the electronic patient record it appears the user dumped the charge after every "shock advised" determination through analysis #19. After analysis #20, a 200 joule shock was delivered. The delay from when the first shock could have been delivered and the shock after analysis #20 was more than 8 minutes.